Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 10 months, 10 days due to moderate to severe insufficiency. The tavr was performed successfully with a 26mm 9755rsl transcatheter valve. Patient was in recovery post procedure. Echo showing patient's ef had dropped from previously down to 38% and moderate to severe insufficiency.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 10 months, 10 days due to severe insufficiency secondary to restricted leaflet motion. The tavr was performed successfully with a 26mm 9755rsl transcatheter valve. Patient was discharged rom the hospital on pod# 1. Echo showing patient's ef had dropped from previously down to 38% and moderate to severe insufficiency.